Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4). The fiber/glass cap shows a circumferential fracture at distal side of fiber/cap fusion zone at the bevel edge; the distal end of the fiber/glass cap and the metal cap are detached and not returned; the outer flow tubing open end exhibits scratch marks. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported during a bph procedure; "fiber life and tip detached inside the patient" at 141,807 joules and 15:47 minutes of usage. The case was completed with the same fiber. The physician was at the end of the procedure when failure occurred. Patient outcome: "no complications to patient" reported. No patient injury was reported. Further cystoscopic inspection of the bladder and site inspection could not locate missing fiber tip, the surgeon also mentioned "patient would eventually pass object in question during voiding."